Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 503452 lead, implanted (B)(6) 1997. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited possible loss of capture and high capture threshold. The lead remains in use. No patient complications have been reported as a result of this event.